Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing an isolated beep. Upon followup and device interrogation, the high voltage impedance measured >125 ohms. All threshold measurements were normal. No extra markers were seen and the electrograms were clean.